Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming high pressure. Silenced and explained the cause of the alarm. The reporter stated that the clamps were open. The reporter did flush the IV and pump went to stopped. The reporter reviewed settings and started the pump. Pump was running and the alarm returned. Reporter silenced and again traced the tubing, and the alarm persisted. Closed the clamp and removed the cassette. Massaged tubing and pressed down spring multiple times and reattached cassette, and when reattaching it still said high pressure when cassette was off. Before replacing the cassette, the reporter removed and replaced the batteries and after it powered on, they replaced the cassette. The reporter opened the clamp and started the pump. Pump was running and it stayed on the line until pump cycled and alarm returned. Silenced and removed the batteries. Again, revisited IV site. The reporter stated when flushing it, it flushed fine and had a draw back. Powered pump off by removing the batteries. Reservoir volume was 178.7ml, rate was 5ml/hour. This event occurred at the patient's home and was operated by a health professional. There was patient involvement, and there was no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.